Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00151601052,inserter adapter: 61976574. Visual examination of the provided pictures identified, the tri-claw cup inserter with the tip from the inserter handle broken off inside. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source canada. Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the scrub nurse found a piece of screw from the cup handle had broken off and was stuck inside a cup adaptor from a previous case. There was no harm or injury to a patient. Attempts have been made and additional information on the reported event is unavailable at this time.